Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose level was 600 mg/dl. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be completed.